Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2011-02123. It was reported that following a coronary artery treatment procedure the patient experienced coronary syndrome. The target lesion was located in the 2nd obtuse marginal with 90% stenosis, a length of 8.0 mm and reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50mm x 12mm study stent and post-dilitation with 0% residual stenosis. During the index procedure, a non target lesion in the mid left anterior descending artery that was 3.00x12mm was treated with placement of a taxus express 2 stent of unknown size. The patient was discharged the next day on aspirin and clopidogrel. Following the procedure the patient was admitted with coronary syndrome. The patient was medically treated. The patient was discharged the next day.